Event description:
During a routine shift check by a clinican, the device powered up with an all white display. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated display cable.